Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leakage tubing leakage at the site event in between (B)(6) 2024. The infusion set was in use for about a day. No further information available.